Event description:
A doctor reported that the equipment made a noise and turned off during a cataract intraocular lens implant procedure. Following a delay of greater than 15 minutes, the procedure was completed using a manual technique. There was no harm to the pt.

Manufacturer narrative:
The company representative examined the system and could not duplicate the complaint reported. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).